Event description:
Information was received that a smiths medical level 1 h-1200 fast flow fluid warmer was "improperly working" and not warming up during a blood transfusion in the operating room. No medical intervention, no adverse patient effects were reported.

Event description:
Information was received that a smiths medical level 1 h-1200 fast flow fluid warmer was "improperly working" and not warming up during a blood transfusion in the operating room. No adverse patient effects were reported.